Event description:
It was reported to philips that the x-rays stopped emitting during a procedure. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing neurovascular diagnosis procedure, and the procedure was completed as planned. The problem occurred after all scheduled treatments were completed. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray stopped working. Missing of system log files indicates a system malfunction. Upon troubleshooting fse found that x-ray system was turned off as internal power supply was defective. Fse confirmed the fault with the internal power supply of the system control pc (suite pc). To resolve the issue, fse replaced suite pc. The defective suite pc was returned to philips for further analysis and found that the system was not able to power on due to faulty psu (power supply unit). After replacement, the system was returned in good working order. The codes were updated based on the investigation outcome.